Manufacturer narrative:
The reported symptom, as determined by the facility, was attributed to incorrect breathing system hose and flow sensor placement. It was determined that between the times of the pre-use checkout and use, a dragerservice representative was at the account and began performing a preventative maintenance check of the machine. The pm was not yet completed prior to use by the crna. The service technician had left the account and the device was not properly labeled to indicate the device status. The technician will be further trained regarding servicing of the device and labeling which indicates the status of the device.

Event description:
It was reported that: in the late evening, the crna checked out the anesthesia machine and the machine was functional. Later, the crna had an emergency case. The crna induced and intubated the pt, then attempted to ventilate the pt; however, was unable to. The crna increased the flow to eight liters of oxygen and depressed the fresh gas button; however, was unable to deliver oxygen. The crna used an alternate device to ventilate the pt. It was discovered that the flow sensor and the hose coming from the flow sensor had been disconnected from the anesthesia machine. The components were reconnected and the machine functioned normally. The surgery was completed and there was no pt injury.